Event description:
It was reported that the patient had a concern with the system controller displaying "replace backup battery (ebb)". The alarm was beeping every 4 seconds. The ebb in use was still within its expected lifespan, having been in service for 29 months. Log files were extracted and the system controller was replaced to the backup system controller. Log files were sent for review, and the event log captured ebb fault alarms on (B)(6) 2025 from 04:29 to 04:34. The driveline was disconnected at from system controller 04:34. The ebb fault was due to the ebb failing the load test. Otherwise, the log file contained a few clusters of pulsatility index (pi) events and routine power cable disconnects. There were no other notable alarm conditions or parameter changes. Based on the data visible to us in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The system controller exchange resolved the reported ebb faults.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a replace backup battery alarm was confirmed via log file analysis. Log files were submitted and data from the reported event date of 20may2025 was reviewed. On (B)(6) 2025 at 04:29:59, a backup battery fault alarm activated due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The alarm did not resolve before the system controller was exchanged. Per the provided information, the alarms resolved after the controller was exchanged. The root cause of the replace backup battery alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU with heartmate touch section 7-¿alarms and troubleshooting¿ and heartmate 3 lvas patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. The heartmate 3 IFU, section 8-¿equipment storage and care,¿ and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.